Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller indicated that patient is retaining a lot of urine. Patient had test yesterday and hcp was able to draw 300cc after patient supposedly emptied her bladder. Hcp thinks the battery might be dead. Patient was prescribed "butrapan(?) " for issue with back in (B)(6) 2019. No further patient complications are anticipated or expected as a result of this event.